Manufacturer narrative:
Although no device was returned for evaluation, upon investigation of the details surrounding the complaint, it became known that the user facility turned down the volume on the generator used in conjunction with the device therefore no warning signal was detected by the scrub tech alerting him that the device was activated.

Event description:
Medwatch form received (B)(6) 2011 via mail. Medwatch form was initiated by (B)(6) hospital concerning a scrub tech who had sustained a burn from inadvertent activation of a 6.0 device during surgery. No initial complaint prior to medwatch form was ever received and logged from (B)(6) hospital concerning this burn incident. As of (B)(6) 2011 via information from a nurse in the operating room, the burn has healed and did not require any treatment.